Event description:
The device removed from the packaging per the instructions for use, prepped and inspected prior to use with no issues noted. The lesion was pre-dilated. Physician was attempting to implant one endeavor resolute drug-eluting stent to a moderately calcified lesion in the rca with 80% stenosis and excessively tortuous vessel but the device could not cross and when removed it was noted to have deformed struts. Resistance was encountered when advancing the device but no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. The patient is good. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: inherent risk of procedure: (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology): 80% stenosis, moderate calcification and excessive tortuosity. (No results available since no evaluation performed): device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) 80% stenosis, moderate calcification and excessive tortuosity. Inherent risk of procedure: (stent deformation). Unknown - unable to confirm complaint: (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Evaluation results: (deformation problem) - stent (operational problem) - 80% stenosis, moderate calcification and excessively tortuous with resistance encountered when advancing.

Event description:
Evaluation summary: the distal tip was slightly damaged. The stent was stretched distally and proximally over the marker bands. The middle portion of the stent was stretched and deformed. The 1st proximal segment had raised struts.